Event description:
Meter name:one touch basic original, strip name: unknown, meter code: unknown strip code:unknown, strip storage: unknown, symptoms: felt like patient was going to faint, a patient reported they treated by emergency medical technician. Their meter allegedly had no power. The result on their meter was 325 (no units). The result on the doctor's meter was 450 (no units). The time difference between patient's meter and hospital was unknown. Treatment was 80 units of 70/30 insulin and mykronize. No further information has been reported.